Manufacturer narrative:
The device was received at olympus for evaluation. The user facility report was confirmed due to a cable short. Additional results found kinks on the cable and the rear cover label was faded. Servicing of the device is still in progress then will be returned to the user facility. If additional information is obtained from final service efforts, a summary will be provided in a supplemental report. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the image does appear, only color bars on the device. The reporter stated when the camera was plugged in they would not get an image and the color bars never went away. The reporter confirmed that this occurred prior to procedure so there was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05298. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is inferred that the short-circuit on the cable caused failure to detect the connection of the camera head, leading to color bars appearing in the screen. Based on the physical evaluation results, the potential root cause has been determined to be due to excessive load to be applied to the cable. Olympus will continue to monitor the field performance of this device. To mitigate the risk of damage to the cable, the instructions for use provides the following: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.